Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is + (B)(6). Stryker evaluated the customer's returned electrode tray and verified the reported issue. The customer received a replacement electrode tray to resolve the reported problem. The root cause of the reported issue was determined to be the electrode tray.

Event description:
The customer contacted stryker to report that their device would not detect the electrodes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.